Event description:
Medwatch form received states: it was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5153254